Event description:
It was reported that a revision surgery was performed due to surgery error. The surgeon implanted a 32 degree liner with a 36 degree head. The error was found on the postoperative x-ray and the patient was revised the next morning. All product was opened by hospital staff. The head was replaced with a 32 degree head. This revision was not device related.